Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a routine device check. Upon interrogation, it was observed that the right ventricular (rv) lead was oversensing non-physiologic signal. The patient came in for a lead revision on (B)(6) 2020, where it was noted that the patient had experienced total occlusion of the right and left subclavian veins. It was also noted that the rv lead's insulation had worn away, due to subclavian crush. The entire system was explanted and a new system was implanted via left jugular vein on (B)(6) 2020. The patient was asymptomatic throughout the procedure.